Event description:
The line separated from the hub and migrated. The migrated portion was surgically removed without further complications.

Manufacturer narrative:
The complaint was confirmed, and the cause appears to be user related. It appears that the 4fr groshong tubing was never properly attached to the two-piece connector. No manufacturing defects were found on the connector. The od of the metal stem on the connector was within specification. The 4 fr groshong tubing was not returned for evaluation. Had the 4 fr groshong tubing been attached to the metal cannula when the connector was assembled, the tubing would have, more likely than not, broken instead of separating from the connector. The IFU for the implicated product code instructs the user to "retrieve the oversleeve portion of the connector and advance it over the end of the catheter. If you feel some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter. Gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks. With a straight motion, slide the oversleeve portion of the connector and the winged portion of the connector together, aligning the grooves on the oversleeve portion of the connector with the barbs on the winged portion of the connector. Do not twist. Note: connector portions must be gripped on plastic areas for proper assembly. Do not grip on distal (blue) portion of oversleeve. Advance completely until the connector barbs are fully attached. A tactile, locking sensation will confirm that the two pieces are properly engaged. There may be a small gap between the oversleeve and the connector with extension leg." A chr of lot # reub0985 showed one other similar product complaint(s) from this lot number. (B)(4).